Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One narrow right angle large hex driver tip 30mm (rash8n) was returned for investigation. Visual inspection of the as returned product identified that the driver tip and latch lock are moderately worn, while the body of the driver is fractured laterally. Device history record (DHR) review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed as the lot number associated with the reported product is not available. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Based on the investigation results, this event has been reassessed as not reportable. (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that driver tip fractured during use.